Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and sciatic nerve injury. It was reported that the patient was wondering if the trial leads were burning in when the implantable neurostimulator was implanted. The patient was having pain at the lead insertion site. The patient fell in the spring of 2013. The patient has had pain and irritation at the trial lead insertions site and it has never healed up. The irritation is a couple of inches away from the insertion site. He has burning and stinging like a needle is stuck in the area. The patient's health care provider and dermatologist have looked at the area and said that there was nothing wrong. The stimulation does help the back pain, but if he leaves the stimulation on a long time, the burning and stinging gets worse. After the pain has eased off in the back, the back pain moved down into the left hip and down the left leg. If he has a belt on or something tight, that is what makes the burning sensation. He also stated that the burning pain is not from the stimulation. This began occurring in 2013.

Event description:
Additional information from the health care professional (hcp) reported that the patient reported on (B)(6) 2014 to have an itchy skin lesion at their lead incision that was present since surgery. It was a seborrheic keratosis to the left of the incision. The patient had not reported anything to the hcp about it since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.